Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A glucose precision reading issue was reported with the adc glucose meter. The customer reportedly required third-party treatment, however, no further information could be obtained as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.